Event description:
Approximately four months post implantation while in the hospital, the patient had two electrical fault alarms and two vad stopped alarms. The patient states that he had an electrical fault alarm and he manipulated the driveline to clear it. Shortly after he tried getting up from the hospital bed and the driveline became completely disconnected. He then reconnected the driveline without difficulty. The patient and site coordinator then routinely assessed and checked the driveline connection. The connection remained intact without alarms. There was no effect on the patient. Log files show that electrical faults and high watt alarms started approximately one hour before the actual vad disconnect. A field engineer inspection eight days later was not able to reproduce the electrical faults through manipulation. The connector was intact and the locking mechanism worked as intended. No alarms had been triggered since the original event.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that patient experienced two electrical fault alarms and two vad stop alarms. The patient states that he manipulated the driveline to clear the electrical fault alarm and when trying to get up from the hospital bed and the driveline became completely disconnected. He then reconnected the driveline without difficulty. A manufacturer's representative presented to site to inspect the driveline connection. No patient harm or injury was reported for this patient. The driveline cable was not returned to manufacturer as it remains implanted. A review of the controller log files revealed "electrical faults alarms" and "vad stopped alarms" as reported. These conditions indicate intermittent electrical disconnections/reconnections of the front and rear stators. Inspection by a manufacturer's representative showed that visual inspection of the driveline outer sheath and connector did not reveal any abnormalities and electrical faults could not reproduced. The root cause of the reported "poor mechanical connection" event could not be conclusively determined; however a possible root cause can be attributed to user mishandling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The device is used for treatment and remains implanted. Log files show that electrical faults and high watt alarms started approximately one hour before the actual vad disconnect. A field engineer inspection eight days later was not able to reproduce the electrical faults through manipulation. The connector was intact and the locking mechanism worked as intended. No alarms had been triggered since the original event. The device history records for (B)(4) were reviewed. The pump passed functional testing. This review revealed that the device met all internal requirements prior to its qa release process with no evidence of any manufacturing issues related to the reported event.